Event description:
A minimum fill notification was reported by the caller. There was no adverse impact as the customer¿s blood glucose level did not exceed 500 mg/dl. Technical support guided the caller through the process of filling and loading a new cartridge onto the pump, following proper techniques, which resolved the issue. The caller was then assisted in placing the pump back in its case, and the insulin therapy was resumed successfully.